Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there no indication of a product quality issue.

Event description:
It was reported that on (B)(6) 2011 the 3.5x18 xience v stent was implanted in the proximal right coronary artery and the 2.75x18 xience v stent was implanted in the proximal left anterior descending coronary artery. The patient had chest discomfort in (B)(6) 2015 and was admitted for hospitalization. Medication was given. No additional information was provided.